Event description:
Product code unk, lot number unk, "plaintiff sufered physical injury and damage and has contracted severe and irreversible type 1 latex allergy, which is believed to be permanent and life-threatening."